Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by patient that they were getting poor communication and not sure what the battery was doing or showing on programmer. Patient was getting low battery for ins on the middle on top row. It was reviewed ins was low and to call healthcare professional (hcp) to coordinate appointment. Patient first saw eos 3-4 days ago. Patient stated that they called hcp and cannot get into the office until (B)(6) 2019. Patient was upset because they had device on 8.5v and was not sure it will even last until then. No further complications were reported or anticipated. Additional information was received from patient. They stated that they had not been able to contact their provider. And nothing had been done about their problem. They mentioned having mor ethan one problem. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp) indicating the cause of the poor communication, low ins battery, and eos was determined to be a battery issue, non functioning. When asked for the actions taken to resolve the poor communication, the hcp indicated the battery was removed and re-programmed on (B)(6) 2019 by the managing hcp and a representative reviewed the device with the patient. No further complications were reported.

Event description:
Additional information was received from the consumer. The patient reported that with their first device they were told by the health care physician (hcp) staff at their hcp office that they had fooled around too much and made too many adjustments and had worn out the battery so the ins was replaced. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.